Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the tip coil was noticed to be detached from the wire when the pipeline and phenom 27 were removed from the patient. The cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle and distal section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a right side aneurysm with an unknown morphology. Aneurysm dimensions: max diameter 3 mm and neck diameter 3 mm. Landing zone (artery size): distal 4 mm and proximal 4 mm. The vessel tortuosity was moderate. The pipeline was not opening in the middle to distal portion. The physician decided to take out the pipeline. When the physician took out the pipeline the tip coil came off wire. The pipeline was positioned in a bend (middle). More than 50% of the pipeline had been deployed when it failed to open. The pipeline resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. It was unknown if dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was noted as ok. There were no patient symptoms or complications associated with this event.